Event description:
The customer reported the visera elite video system center image is blacked out. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event. This reported is related to patient (B)(6) for the endoeye flex deflectable videoscope that was used with the visera elite video system center.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that a normal image is displayed depending on the location when the cable part of ltf-s190-5 is touched. However, it is likely that the phenomenon occurred due to the failure of the used combination scope ltf-s190-5. A definitive cause could not be identified. Olympus will continue to monitor field performance for this device.